Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that pain or discomfort occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 it was reported that the patient experienced pain/discomfort, swelling, redness and infection during use which occurred 5 days after the sensor had been inserted in the arm. The patient removed the sensor and discovered it was infected and went to a clinic to have it treated by a doctor. The patient was prescribed an oral antibiotic sulfamethoxazole. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.